Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging issues with breathing, issues with water. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the third-party service center for evaluation. During the evaluation of the device, the device passed all functional testing. The device software was upgraded, and the error log were cleared. If additional information is obtained, a follow up will be filed.